Event description:
During a laparoscopy procedure, the shears stopped during the procedure after 10 minutes of use and after retorquing and disassembling, didn't work. There were no adverse consequences to the patient.